Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. In addition, due to not being able to test, the customer reported experiencing "headaches, fatigue, coudn't breath" or "speak". She states she was seen at a local hospital and diagnosed with hyperglycemia. There is not treatment reported. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed.